Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during introduction, the device broke at the midshaft inside the guide catheter. The device was pulled out and the procedure was completed with another of same device. No patient complications were reported.